Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 02/15/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On approximately (B)(6)2023, the patient experienced inaccurate cgm values which occurred nine days after the sensor had been inserted in the arm. The patient experienced loss of consciousness. The parent took the measurements and the cgm was reading 8.0 mmol/l and the blood glucose reading was 6.3 mmol/l. The patient´s parent treated the patient with 2 shots of glucagon and called an ambulance between 3 to 4 am. The patient refused to get on to the ambulance and continued using the sensor taking bg readings to verify the cgm readings. The patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On approximately (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient experienced loss of consciousness. The patient´s parent treated the patient with 2 shots of glucagon and called an ambulance between 3 to 4 am. The patient refused to get on to the ambulance and continued using the sensor taking bg readings to verify the cgm readings. At an unspecified time of the event the cgm was reading 8.0 mmol/l and the blood glucose reading was 6.3 mmol/l. The patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.